Event description:
The facility reported a fail code 810:11 information was not provided regarding whether or not the failure occurred during a patient infusion. Although baxter attempted to obtain information, details were not available regarding additional contact information. The hospital representative stated that there was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
The pump is in the process of being evaluated.